Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure in 2009 (exact date unknown). According to the complainant, the patient experienced a ureteric stricture post procedure. The exact nature and date of onset are unknown. All other information is unknown and reportedly unavailable.